Event description:
Information was received from a consumer, a health care provider, and a manufacturer representative regarding a patient who was receiving 5000 mcg/ml fentanyl at 2.679 mcg/day, 47 mcg/day baclofen at 25.191 mcg/day, and 3.3 mg/ml bupivacaine at 1.7687 mg/day prior to (B)(6) 2016 via an implantable pump for non-malignant pain. It was reported that the pump was interrogated on (B)(6) 2016 and a motor stall was noted. The motor stall had occurred on (B)(6) 2016. On (B)(6) 2016, the patient had a revision surgery and the daily drug dose was decreased by (B)(4). See manufacturer report # 3007566237-2016-00745 for the report regarding the catheter revision. The patient had not been feeling well since the patient's catheter revision surgery on (B)(6) 2016. The patient felt like she was going to pass out. On (B)(6) 2016 the patient heard a pump alarm. On (B)(6) 2016, the patient heard the alarm 3 times and described it as a two tone critical alarm. The patient contacted her clinic. The pump was interrogated and it was confirmed to be due to the motor stall on (B)(6) 2016. A tube set log occurred on (B)(6) 2016. The patient did not recently have an MRI, and emi as a cause was denied. The pump off password was requested.

Event description:
Additional information was received from a consumer. The patient no longer had a pump as it "quit" on her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.